Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l was broken and leaked on 3 occasions. The following information was provided by the initial reporter: for a spinal decompression a 16 g bd venflon pro safety was placed. During the relocation on the stomach it was noticed that the surroundings of the device were bloody, the bandage was bloody as well and a trickle was coming out of the device. During a further inspection we noticed that the check-valve in the injection port below the grey cap was not working properly. Alternately, blood and sterofundin leaked thrrough the upper part. The problem stopped after placing a braun vasofix cannula.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 0153325. D.4. Medical device expiration date: 2023-05-31. H.4. Device manufacture date: 2020-06-01. H.6. Investigation summary: one representative sample and one used sample was received by our quality team for evaluation. Upon visual inspection of the used sample, the valve was observed to have moved. The representative sample was subjected to visual inspection, injection leak test, and the catheter adapter leak test. The sample passed all testing and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: this event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the quality team's investigation, the root cause of the leakage is due to the moving valve. Rationale: based on the investigation, the leakage was due to valve moved issue. CAPA# 1379444 has been initiated to address the issue.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l was broken and leaked on 3 occasions. The following information was provided by the initial reporter: for a spinal decompression a 16 g bd venflon pro safety was placed. During the relocation on the stomach it was noticed that the surroundings of the device were bloody, the bandage was bloody as well and a trickle was coming out of the device. During a further inspection we noticed that the check-valve in the injection port below the grey cap was not working properly. Alternately, blood and sterofundin leaked through the upper part. The problem stopped after placing a braun vasofix cannula.